Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and upon arrival found that the door would start to close but then it would "lift" and stop as if it was getting bound up. Site gave me a screw that fell out in another area he was at. Upon close investigation noticed that the screw site gave me fell out of the lower door cap and during this inspection found the other screw for the door cap was almost all the way out and biding up against the systems door switch plate. Removed the bound screw and put both screws back in. Performed multiple 3d and 2d spins without issue. System was fully functional. B01, c07, d02, g0405213 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000554. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when opening the gantry, a screw fell out and site cannot close it. After powering on the system an error stating "command sequence aborted, requesting sequence" occurred. No patient was present at the time of event.